Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the right ventricular (rv) lead was implanted, the lead threshold had increased and was high. The lead threshold was checked and pacing amplitude was increased causing the patient to have palpitations and discomfort in the chest. The physician suspected a lead perforation. The lead was scheduled to be revised; however, lead revision was postponed and the patient was placed under observation. The lead remains in use. No further patient complications have been reported as a result of this event.